Event description:
Rn was teaching a pt how to infuse medication and flush IV line. Rn watched as the pt opened an alcohol wipe and the rn noticed a black piece of particulate matter on the wipe. Rn immediately stopped the pt, gave the pt a new wipe and continued with the return demonstration. Rn took picture of affected alcohol wipe and returned the rest of the box back the system qa for review.